Manufacturer narrative:
(B)(4). One quadripolar, bi-directional, curves d-f, flexability ablation catheter was received for evaluation. The results of the investigation concluded that the catheter passed all functional testing. The device met specifications prior to release from sjm manufacturing facilities as supported by the device history record. The cause of the pericardial effusion remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. During isolation of the left pulmonary veins, rf was applied with the flexability ablation catheter at the posterior roof between the left superior and inferior vein. The patient became hypotensive and an ultrasound revealed a pericardial effusion. A pericardiocentesis was performed as well as protamine being administered. The patient was transferred to the intensive care unit and is recovering. There were no performance issues with any sjm devices.